Event description:
A peritoneal dialysis pt stated that she stated that when she was removing the cassette she found fluid inside the cassette door. There is no report of patient ill effect. No sample is available for evaluation.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.